Event description:
The director from the home nursing care facility called to report the customer was admitted for high bgs with large ketones. Customer was disconnected from the pump and treated with insulin drip. Also customer was in the facility for high blood pressure, rapid heart beat, and elevated white blood cells. Later on, it was reported that the customer had low bgs. Troubleshooting was performed. Device passed all testing. However, pump was on u-50 concentration instead of u-100 concentration. Customer was not on pump therapy at the time of call and would remain on manual injections.